Event description:
It was reported that the customer went to the emergency room (ER) multiple times due to blood glucose (bg) level of over 500 mg/dl. Reportedly, multiple occlusion alarms occurred. Bg was treated with intravenous saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.